Event description:
Customer received result of 13.7 mmol/l on the compact plus system, and a result of 6.8 mmol/l on a professional bayer system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).